Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there has been an increase in no disposable alarms while using lots 4092491 and 4084027. Three patients had a no disposable alarm with lot 4092491 and 1 patient had the alarm with 4094027. There was no patient, or clinician injury associated with this occurrence.